Manufacturer narrative:
Isi received the blue sureform 60 reload associated with this complaint and completed investigations. Failure analysis confirmed the reported failure mode. The stapler reload was found to have several exposed staples at the distal end on the reload track. The reload knife was seated at the distal end and all of the reloads pushers were pushed up. The stapler reload was found to have tissue residue bunched up at the distal end of the knife track. The stapler reload was also found to have cartridge damage. Additionally, isi received the sureform 60 stapler instrument associated with this complaint and completed investigations. The complaint could neither be confirmed nor replicated with regard to the sureform 60 stapler instrument alone. The instrument was placed and driven on an in-house system where it passed initialization, moved intuitively with full range of motion in all directions, grips opened properly, and was otherwise fully functional. The stapler logs were reviewed and no errors were observed. The system logs have been reviewed and no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the staple line where a blue sureform 60 reload was fired with a sureform 60 stapler instrument, was incomplete as a result of a tissue pushout event. At this time, it is unknown what caused the event to occur. Due to the misfire, the surgeon took slightly more stomach than planned. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, while stapling using a sureform 60 stapler instrument, with a blue sureform 60 reload installed on it, the instrument stopped cutting and the tissue bunched up. On 10-dec-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon: the patient was a 38-year-old female, weighing 279 lbs. The surgeon had used the sureform 60 stapler instrument with a blue sureform 60 reload installed on it for gastric stapling for sleeve gastrectomy. The surgeon indicated that the issue occurred during the final fire of the same stapler; however, there were no issues for the first 5 fires. During this fire, the ¿first 3rd of staples formed and tissue appropriately divided. However, the remaining 2/3 of staples were not formed and knife pushed the tissue without cutting.¿ as a result, the surgeon did have to excise some additional gastric tissue; however, he confirmed that it was clinically insignificant. It was confirmed that the procedure was completed with a backup sureform 60 stapler instrument with no further issues. The surgeon confirmed the following: there were no clamping issues, no compression pauses, no system generated errors, and no buttress material was used. The surgeon had confirmed that the patient was reported to be recovering well with no post-operative complications. The surgeon speculated that a staple from the stapler reload could have gotten in front of the knife and pushed the tissue out.